Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. This is the fourth of four reports from this reporting facility. (B)(4).

Event description:
A nurse reported that multiple knives were dull during separate cataract surgeries. There was no impact to any patient. Additional information has been confirmed to be unavailable.

Manufacturer narrative:
Nine opened knife samples were received banded together with foam protection in a zip top bag for the report of being dull. The returned samples were visually inspected and were found to be conforming. The returned samples were functionally tested for penetration and sample numbers 1, 2, 3, 4, 6, 7, and 9 were found to be conforming while sample numbers 5 and 8 were nonconforming. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Seven of the returned samples were found to be conforming however, two samples were found functionally nonconforming therefore, the exact root cause could not be determined from the investigation performed. No action was taken as the returned knives were manufactured to specification however, due to the high level of complaints for dull blades on this product, an investigation has been completed and action has been implemented to reduce the frequency of complaints for dull blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).